Manufacturer narrative:
Logs showed the pump was delivering baclofen 2000.0 mcg/ml at 1378.7 mcg/day: the pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing.: conclusion code 92 no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a healthcare professional (hcp) via a manufacturing representative that the patient was receiving unknown baclofen 2000 mcg [not 200mcg as was previously reported].

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown baclofen 200mcg for a total dose of 1300mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported there was a pump alarm. No factors led, caused, or contributed to the event. Diagnostics/troubleshooting included an interrogation was completed and the logs displayed that a motor stall occurred. Actions/interventions included the pump was programmed to minimum rate in effort to get the pump to respond. A bolus was also attempted. It was noted that at time of the report the issues was resolved. The patient's status at time of report was "alive-no injury." Surgical intervention occurred as the pump was replaced 5 hours after the alarm first sounded. The pump will be returned for analysis. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-jul-31 reported the healthcare professional initially reported the alarm to the rep. The rep was not able to get the weight of the patient. No further complications were reported/anticipated.